Manufacturer narrative:
A ge service representative performed an on site investigation. The service rep replaced parts on the system. The igbt snubber board failed. The system functions as intended.

Event description:
It was reported that the 9800md system produced a popping sound and the unit stopped producing a fluoro image during a case. The unit was removed from the system and replaced with a new one. No patient injury was reported.